Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, while stapling of bowel, the tissue is sliding off while device was being fired. There was no patient injury.